Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient presented due to feeling pre-syncopal. System evaluation noted noise which was oversensed and resulted in several seconds of pacing pauses for this pacemaker dependent patient. There were many non-sustained episodes and a few ventricular fibrillation (vf) episodes that were all due to noise. There was one anti-tachycardia pacing (atp) delivered and several aborted shocks due to the noise. The noise was of small amplitude on the ventricular channel and was also seen on the atrial channel simultaneously. The patient denied being around any sources of electromagnetic interference (emi). Device reprogramming was performed and additional testing was recommended to see if any noise could be reproduced. A revision procedure was subsequently performed and the lead was removed from service and replaced. No adverse patient effects were reported.